Manufacturer narrative:
(B)(4). This actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition was confirmed. It was further determined that the device neuro-tip foot was fractured causing the device to not work/function properly. The cause of the craniotome devices fractured foot was due to excessive lateral force being placed on the device which caused it to fracture. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to improper device use which is user/error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome device was not working. During in-house engineering evaluation, it was determined that the device foot plate was broken off and the neuro tip was fractured. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.